Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 04-sep-2025, the user reported receiving an error 38 not associated with a meal announcement. After restarting the ilet, the alert cleared. A dry run to 100 units showed no issues. The user had recently replaced the cartridge and was instructed to insert a new inset 23". The removed inset showed no bending, blood, or leakage. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.